Event description:
Rep reported the uninsulated bipolar forcep caused a burn on the pt's lip. It was also explained that during the surgery, the surgeon was using a non-insulated forcep. The forcep needed to be removed for cleaning, and when the surgeon asked for a new forcep, he was inadvertently handed a non-insulated forcep, which caused the burn.

Manufacturer narrative:
It is unclear if the device is available for investigation. If the device is returned, an investigation will be conducted. It should also be noted that the use of non-insulated bipolar forceps in confined spaces (e.g. Tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures. If it get communicated that the device is not available for investigation, the complaint will be considered closed, as it would not be possible to conduct a proper investigation without the product and/or lot number. Trends will however, be monitored for this and similar complaints.